Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the implantable cardioverter defibrillator (ICD) was being replaced due to recommended replacement time (rrt) voltage, the right atrial (ra) lead exhibited intermittent capture and sensing and was dislodged. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.